Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) and right ventricular (rv) leads dislodged and were repositioned numerous times. The leads were implanted and remain in use. No patient complications have been reported as a result of this event.